Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Sleeve gastrectomy- "the dr (B)(6) had again a eb010 that dysfunctionned from the beginning of his intervention (problem hemostasis and regular alarm on the generator). As he recently encountered similar problems, he decided to connect the device on the second generator, which is in the clinic. It seems that after this initiative, the device worked perfectly and he was able to finish his intervention normally." Patient status - good.

Manufacturer narrative:
Investigation summary: the electrosurgical generator (esg) was returned for evaluation. The engineering team extracted and analyzed the esg data logs and was able to confirm the alarms observed during the procedure. Further inspection of the esg revealed that the spring loaded contact pins that connect the hand piece device to the generator were stuck, which can create alarms due to device connection errors. Upon further testing, engineering activated a sample device on porcine tissue and confirmed that the generator was able to seal as intended. As such, in the absence of the hand piece device, it is difficult to confirm the root cause of insufficient hemostasis observed during the procedure. Although the root cause of insufficient hemostasis could not be confirmed, the root cause of the alarms observed during the procedure is due to stuck pins. Applied medical is currently implementing appropriate corrective actions within two corrective and preventative action reports to mitigate stuck pins and insufficient hemostasis. Additional information requested and received. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Additional info received on 20-oct-16: the doctor (B)(6) operate a sleeve gastrectomy and the problem occurred when he was on the short vessels.